Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and non-calcified common iliac vein. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.